Event description:
Additional information was received from the health care provider that reported that the patient was scheduled for a post-operative appointment on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient was trying to change groups, but only has access to group "a" and cannot get to b or c. The patient previously had these groups prior to the surgery that the patient had 2 weeks prior to the report. The surgery was to have the lead wires replaced with paddle leads. The lead wires were not replaced due to any issues with them. The therapy is working great for him and it is doing what it is supposed to do, but the patient noticed that group a was using a lot of battery so the patient went to change groups, but couldn¿t. The patient turned the implantable neurostimulator off while he slept because it doesn¿t bother the patient as much when he is sleeping. When the patient woke up, the therapy was back on although the patient had turned therapy off. These issues had occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider that reported that a local manufacturer representative had seen the patient on (B)(6) 2016 for a reprogramming visit. It was noted that the patient only had 1 available group when he saw the manufacturer representative and that was group a. The patient left the reprogramming session with a total of 3 groups; group a, group b, and group c. Adaptivestim was off at the beginning of programming and remained off at the end of programming. The impedances measured within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.